Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts were delivered for suspected noise on the right ventricular lead. Programming changes were discussed; no changes or interventions were reported. The patient was in stable condition.